Event description:
Per independent repair center, unit is alarming or red light. Failures include: the sieve beds leaking, pilot valve stuck, noisy compressor, leaking at the hose clamp, leaking at the o-ring, leaking at the zip ties, dirty muffler, dirty pm kit, and no alarm on the power switch.